Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0fzbe, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was "issues with implant" since 2015. On (B)(6) 2015, the healthcare provider (hcp) reportedly believed the leads "came off the nerves," noting that there was "power to it" but was "not doing anything." Cause, symptoms, troubleshooting, diagnostics, actions, and outcome remain unknown. Follow-up was conducted to obtain additional inf ormation. The indication for use included gastrointestinal/pelvic floor.